Event description:
The patient experienced leg distress immediately during the trial. His legs jumped and the procedure was uncomfortable. He had to slide off the table and into a wheelchair. He went to the emergency room and both of his leads were pulled. Post pulling the leads out, he experienced numbness of legs, mainly left and partial right. An MRI and CT scan were done and showed swelling of the spinal nerves. No additional information is available.

Manufacturer narrative:
(B) (4).